Event description:
Reportedly, following an issue observed and different tests carried out, the led of the subject home monitor remains orange.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, following an issue observed and different tests carried out, the led of the subject home monitor remains orange.